Manufacturer narrative:
Event date: (B)(6) 2018. The reported issue was unable to be confirmed, however the customer identified additional errors and the unit would not operate from ac power. It was recommended that the customer replace the ac power supply. Multiple attempts were made to complete troubleshooting with the customer, however no response was received.

Event description:
It was reported that the ventilator shut down. The device was in use at the time of the reported event; however, there was no patient harm. The patient was switched to another ventilator. The event date was not specified, estimate used.